Event description:
A report was received that a pt was experiencing charging difficulties due to the ipg being flipped in the pocket. The physician feels that this was caused by the pt losing a significant amount of weight and has recommended a revision procedure.

Manufacturer narrative:
No surgery date has been scheduled due to the physician's schedule. This is the final report.